Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) was equal to or over 500 mg/dl with vomiting, large level of ketone and was allegedly was admitted at the hospital with symptoms of diabetic ketoacidosis. It was reported that the patient was treated with intravenous fluids and other unspecified treatments by medical personnel at the hospital. The patient allegedly remained hospitalized at the time of the call and no recent adjustments were made to the pump settings. The reporter alleged that there was an inaccurate delivery issue with the pump. No information was provided regarding basal or bolus deliveries. No information was provided on potential causes for perceived inaccurate delivery or potential causes for bg issue. Troubleshooting was unable to resolve the reported issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an inaccurate delivery issue of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.